Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1960. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged 7 days after admission. The same day as discharge, the pd catheter was removed, as it was reported the patient did not respond to the treatment therapy. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient was switched to hemodialysis treatment after the catheter was removed. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.